Event description:
Related manufacturer report number: 2017865-2022-01931. It was reported that the patient presented in clinic for device change procedure on (B)(6) 2022. During the procedure, the patient's chronic right ventricular (rv) lead presented with failure to capture and high out of range impedance. The chronic lead was capped and a second rv lead was used. The second lead presented with high threshold and low r-wave amplitude after multiple attempts of reposition. The second lead was explanted and replaced by a third lead. The patient was in stable throughout the procedure.